Manufacturer narrative:
The customer's meter with serial number (B)(4) was provided for investigation where it was tested using retention strips and retention controls. The customer's test strips were requested but not provided for an investigation. Testing results (B)(6). All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek measuring system. No error messages occurred. The results alleged by the customer were observed in the meters patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with two coaguchek xs plus meters. The serial numbers of the coaguchek xs plus meters were (B)(4). At 8:53, the patient's meter result with serial number (B)(4) was 6.4 inr. At 8:57, the patient's meter result with serial number (B)(4) was 3.4 inr. The customer determined the meter result with serial number (B)(4) was "more of what this patient should be." The patient's therapeutic range was 2.0 inr- 3.0 inr.